Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 25mm trifecta valve was implanted. An echo performed in 2014 revealed a normal gradient. On a repeat echo performed in 2016 revealed an increased gradient of 119 mmhg was noted. On (B)(6) 2016, the trifecta valve was explanted and replaced with an unknown valve.

Manufacturer narrative:
(B)(4). The results of this investigation concluded there were calcifications in all three leaflets. All three leaflets were fibrotically thickened and there was fibrous pannus ingrowth on the inflow surface. Leaflet 1 contained tears. No inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the calcifications, fibrin, tears, and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.